Manufacturer narrative:
Result: foot-end brake cam assembly.

Event description:
It was reported by service report that the brakes were not engaging on both sides. It is unk if there was pt involvement. However, no adverse consequences were reported.